Event description:
On (B)(6) 2015 a patient was treated for a thoracic aortic dissection with two conformable gore® tag® thoracic endoprostheses. Following this procedure the entry tear of the dissection was fully covered, but there was still some filling into the false lumen. It was felt this filling would eventually thrombose, so a plan was made to monitor the patient. The patient did well following the procedure. On (B)(6) 2015, a follow-up CT scan showed the presence of dissection distal to the devices and some effusion in the left lung. The cause of this dissection was believed to be an extension of the pre-existing dissection. False lumen perfusion was identified as well. The same day, another conformable gore® tag® thoracic endoprosthesis was implanted to extend the treatment to the celiac artery. On final imaging a fenestration was seen below the celiac artery going to the false lumen. No treatment was performed for the fenestration seen below the celiac artery. Following the procedure the patient exhibited signs of fluid build-up in the chest on the left side and bleeding through a chest tube. On (B)(6) 2015, the patient expired. The cause of the death is believed to be bleeding as a result of false lumen rupture.

Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The imaging evaluation stated the imaging evaluation stated the pre-implantation cta dated (B)(6) 2015 showed the length from the left subclavian artery (lsa) to the initial tear appears to be approximately 5.4cm. The length of the initial tear appears to be approximately 3.8cm. The total aortic diameter at the level of the tear appears to be approximately 67mm. The aortic diameter just distal to the lsa appears to be 35.6mm. The aortic diameter 1cm distal to the lsa appears to be 33.4mm. The total aortic diameter 2cm distal to the lsa appears to be 57mm. The post-implantation cta dated (B)(6) 2015, shows the aortic diameter 5.3cm distal to the lsa (level of initial tear) appears to be approximately 75-77mm. There appear to be different density levels within the left lung. There appears to be a chest tube. The celiac artery appears to be originating from the false lumen. The superior mesenteric artery (sma) also appears to be originating from the false lumen. On both time points submitted for evaluation, the dissection appears to end just proximal to the level of the renal arteries. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: persistent false lumen flow, dissection, aortic rupture, bleeding post treatment, and death.